Event description:
It was reported to philips that the system displayed the message "image disk space low". The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure was completed as planned after the user deleted old images off the system to make space in the system's memory. No harm or injury was reported to philips. A philips remote service engineer (rse) confirmed that the system could only store one patient's data at a time. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Troubleshooting determined that the lateral image processing pc (ippc) had failed. The users opted to use the frontal ippc for daily work and left the lateral ippc unrepaired. No further reports of issues related to this event have been received. The codes were updated based on the investigation outcome.